Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08715 inches. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss alarm noted in the long trace or device history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a low blood glucose of 3.1 mmol/l. The customer alleged the insulin pump was over delivering insulin due to insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.